Event description:
Patient reported right side deflation, rippling and double bubble. Healthcare professional confirmed right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening and opening in the anterior as surgical damage like. Wrinkling: observed crease fold on the device. Visibility/palpability: unable to observe since it is a medical evet and is not related to the device. Additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.